Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0w90v, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the representative was currently in or (operating room). Reportedly the physician had tried multiple ways to insert the lead and unable to insert into ins (stimulator). The patient had lead placed on (B)(6) 2015. Additional information received from the representative reports they tried sterile water, lube and backing out screw along with holding lead at 6 and 12 with complete resistance. The doctor chose to use another ipg (stimulator) and met no resistance and it worked fine. The patient felt stimulation after surgery with no concerns. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID: neu_wrench_acc, product type: accessory. Analysis of the implantable neurostimulator (ins) revealed that in the connector module, the connector part was out of alignment. Difficulty was encountered when attempting to insert a known good lead into the connector port. Several of the weld pools on the connectors got stuck on the edge of the #0 connector of the ins depending on the orientation of the lead. The channel of the strain relief insert appeared slightly angled and did not align with the opening in the #0 connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.